Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks for atrial flutter (af). It was noted the cardiac resynchronization therapy defibrillator (crt-d) inappropriately detected the af and delivered unexpected shocks. The device was reprogrammed and the patient's oral medications were increased. The crt-d remains in use. The patient is a participant in the post approval network (pan) clinical study. No further patient complications have been reported as a result of this event.